Manufacturer narrative:
Review of programming history.

Event description:
During review of programming history, it was noted that a faulted system diagnostic test occurred that altered device settings. Not all settings were corrected at the same office visit. No adverse events have been reported as a result of this.